Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous mid left anterior descending artery. The lesion was predilated with an unspecified apex balloon. The 3.5 x 16mm liberte bare stent delivery system was advanced over a non bsc guide wire, through a non bsc guide catheter, but was unable to cross the lesion. The physician removed the device and noted that the distal edge of the stent was flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).